Event description:
It was reported that the implantable pulse generator (ipg) experienced a hardware component lock-up of the measurement system resulting in an incorrect reading of early battery depletion. The device was reprogrammed which resulted in the correct reading being displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The measurement system eri lock-up was confirmed by the analyst. The lock-up was successfully cleared.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.